Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 12mmx3mm, eccentric, de novo target lesion was located in the calcified distal right coronary artery (rca). The lesion contained >=90 degrees bend. After pre-dilatation was performed, a 16 x 3.00 promus elite was advanced but the shaft was bend and broke 20 centimeters from the hub upon removal. It was removed easily. The procedure was completed with another of same device. No patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p elite ous mr 16 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break in the shaft 29.5cm distal to the distal end of the strain relief. Also, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 12mmx3mm, eccentric, de novo target lesion was located in the calcified distal right coronary artery (rca). The lesion contained >=90 degrees bend. After pre-dilatation was performed, a 16 x 3.00 promus elite was advanced but the shaft was bend and broke 20 centimeters from the hub upon removal. It was removed easily. The procedure was completed with another of same device. No patient complications nor injuries reported and the patient status was stable.